Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/03/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as itchy with a burning sensation and containing multiple pimples. Reaction was located on the stomach. On (B)(6) 2016, the patient was prescribed mupirocin, an antibiotic cream. Affected area was treated with the prescribed mupirocin. At the time of contact, the patient was stable. Additional event or patient information was not provided.